Manufacturer narrative:
Blocks d9 & h3: the visions pv .014p rx catheter was returned for evaluation. Block h3: the visions pv catheter was returned with just the distal portion. The returned section includes a portion of the distal shaft, microcables, and inner member; measuring approximately 6.8 cm in length. Visual inspection found a stretched distal shaft, damaged inner member, and broken microcables contained within the distal shaft. The proximal portion that was not returned includes a portion of the distal shaft, core wire, proximal shaft, and connector. The total working length is 147.5-152.5 cm, which concludes that approximately 140.7 cm was not returned. Block h6: based on the complaint details, the catheter got caught on a stent, which likely required some degree of force for removal. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a3b, a5 & a6: patient gender, ethnicity and race were not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned for evaluation; thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person. Reason for edit subtasks closed from button on action.

Event description:
It was reported that a visions catheter was used in a peripheral therapeutic procedure. During the second insertion, the catheter got stuck inside a stent in the popliteal artery. The catheter shaft bent and separated at the rx port. The separated piece was removed with a snare which took approx. 1.5 hours. Due to the patient being on the table too long, experienced a pulmonary edema. Treatment was completed by getting an atherectomy to a different area. The patient was transferred to a nearby hospital for monitoring the pulmonary edema. This adverse event and product problem is being submitted because the visions catheter shaft separated, requiring additional intervention for removal and resulting in patient injury.